Manufacturer narrative:
The event of system explant due to pain at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their system explanted due to pain at the ipg site on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient has pain at the ipg site. The patient may undergo surgical intervention to address the issue.